Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was started getting 300 mg/dl and at 5:30 pm it was 461 mg/dl, at 11:30 pm it was 459 mg/dl, at 3:15 am it was 386 mg/dl, at 7:45 am it was 352 mg/dl and current blood glucose is 527 mg/dl. The customer treated high blood glucose with manual injection. The customer was neither hospitalized nor admitted for high blood glucose and drive support cap was normal. Based on customer report customer alleged the insulin pump was under delivering the insulin. The insulin pump will not be returned for analysis.